Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent.the device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastrectomy, the tissue pad of the first device lifted off the clamp arm in about 3 hours. No pieces fell into the patient. A competitive device (sonosurge) was used to complete the case. There were no adverse consequences to the patient.